Manufacturer narrative:
The customer reported that the display screen on the bedside monitor (bsm) would arbitrarily change without user intervention and that they lose control of it. They can see the mouse pointer moving around the screen. The admit/discharge screen would pop up and would then arbitrarily display invasive lines and would happen regardless of any user intervention. Later, the customer emailed back stating that this issue was resolved by replacing the display. They will be sending the failed display in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided. Concomitant medical device information.

Event description:
The customer reported that the display screen on the bedside monitor (bsm) would arbitrarily change without user intervention and that they lose control of it. They can see the mouse pointer moving around the screen. The admit/discharge screen would pop up and would then arbitrarily display invasive lines and would happen regardless of any user intervention. Later, the customer emailed back stating that this issue was resolved by replacing the display. They will be sending the failed display in for repair. No patient harm was reported.

Event description:
The customer reported that the display screen on the bedside monitor (bsm) would arbitrarily change without user intervention and that they lose control of it. They can see the mouse pointer moving around the screen. The admit/discharge screen would pop up and would then arbitrarily display invasive lines and would happen regardless of any user intervention. Later, the customer emailed back stating that this issue was resolved by replacing the display. They will be sending the failed display in for repair. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that there is a mouse pointer at the top of the screen with no mouse connected and that it is constantly moving around on this g9 device. Customer also stated that the device is displaying cvp and art line parameters with none of those lines hooked up. We rebooted the g9 and disconnected from the network. Nk tech support provided troubleshooting assistance with the issue. On 01/06/2020, customer responded to nka's follow-ups by stating that the g9 device would not be sent in to nka for evaluation since customer determined it was unrelated to the g9 device. Customer requested this ticket to be closed. Service requested: troubleshooting. Service performed: troubleshooting as below: "we rebooted the g9 and disconnected from the network. After reconnecting and powering the device back on the issue was still present. We then tried to remove the device from the network via unplugging the network cable to confirm that there was no mouse controller over the network. Upon disconnecting the network cable the mouse pointer went away but then came back and continued to move around. Issue isolated to the device bruce will send this in for repair and stated that they already have spare units." Investigation result: customer determined that the issue was not related to g9 device and requested this ticket to be closed. Device was put into service on 5/26/2019. Service history for this device shows this is an isolated device. Investigation conclusion customer determined that the issue was not related to g9 device and requested this ticket to be closed. Device was put into service on 5/26/2019. Service history for this device shows this is an isolated device.